Event description:
It was reported that the thresholds had increased and the r-waves had decreased. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found. The lead exhibited normal electrical characteristics.